Manufacturer narrative:
This report is submitted on january 30, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with antibiotics (oral and topical). During the removal of the abutment, skin was excised under a general anaesthetic. The implant remains in-situ.